Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio also observed that the device would no longer power on. Physio determined that the cause of the reported issue was a tin whisker that was long enough to cause an intermittent short from land 8a to land 7a of a cable-mounted plug connector, designator p506, of the device's charge-pak and switch flex cable assembly. This would lead the device to either power on by itself or draw 400ua current even while the device was powered off, which led to the depletion of the internal hybrid layer capacitor (hlc) batteries. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.